Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that one of the lead was frayed and had a replacement. No additional adverse patient effects were reported.